Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative (rep) indicated that the patient was receiving sufentanil (600 mcg/ml at 140 mcg/day), bupivacaine (36 mg/ml at 8.28 mg), clonidine (700 mcg/ml at 161 mcg) and ketamine (2 mg/ml at .46 ml) via an implantable infusion pump. It was reported that the when the pump alarmed/stopped delivery medication and the patient went through withdrawal. There were no external factors that may have led or contributed to the issue; it was stated that the patient was on the toilet when the pump began alarming. The logs were checked and it was noted that the healthcare provider (hcp) attempted to stop the alarms with no success. The pump was replaced and the issue was resolved. The patient was alive with no injury. It was reported that the pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Destructive analysis identified electrochemical migration across the electrical feed-through insulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, bupivacaine, ketamine and sufenta, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported motor stall alert/code. 8476 code was reported on patient programmer. The patient heard the pump alarm. The patient did not recently have a magnetic resonance imaging (MRI). The patient did not recently encounter a strong static magnet or other electromagnetic (emi) source. Patient started seeing a 8476 code today after they tried to get a bolus and patient said "I think I heard an alarm from the pump in my body at the same time" and then confirmed that during the call, they did heart the pump alarming. No patient symptom was reported. No further complications were reported.

Manufacturer narrative:
Date received by manufacturer has been corrected. Type of event has been corrected. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis.